Manufacturer narrative:
This report is submitted on july 13, 2018.

Event description:
Per the clinic, the patient experienced no impedence on some electrodes since implantation on (B)(6) 2017; subsequently the device was explanted (date not reported) and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on january 31, 2019.